Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noticed that the lens was not caught by the advancing plunger to propel it forward and instead was getting caught underneath. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).